Event description:
Based upon very limited information received, it is alleged the left arm of a carendo chair detached whilst in use. No other information has been made available at time of reporting. (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.